Event description:
It was reported that between 2008 and 2011 that during a laparoscopic cholecystectomy surgery, bleeding from the cystic artery resulted from clips falling off. This was rectified by a new device and was recognized before closing. It also was reported that clips did not oppose evenly, but it was unclear whether these events occurred during the same procedure. There were no known post-operative consequences. F/u info was requested, but no further info was available.

Manufacturer narrative:
The device was not returned to the MFR and was reported to be no longer available for analysis.